Event description:
Hemostatic valve leaked a fair amount throughout the case. It was not the valve; however, the unit. (Near the clear see-through part of the valve assembly). The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
(B)(4): valve leaks are not specifically addressed in the IFU. Event eval: still under investigation at this time.